Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and testing that could be performed. The caller stated that no further testing was performed and the source of the clinical observations was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced some syncopal events. The patient was brought in clinic for system evaluation to try to determine the cause of the syncope. A review of the sensing measurements noted varying r-waves which spike up and down and then remain low. There were no stored episodes of tachycardia; however, there were stored episodes due to the patient's rate dropping down to 30bpm. The patient did have carotid sinus hypersensitivity (csh) the previous weekend. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that remote monitoring data from this system showed undersensing. Therefore, the patient was brought into the clinic for evaluation and bipolar sensing measurements were 2.0mv. The caller programmed the automatic gain control (agc) on and programmed to 0.6mv and performed a manual sensing test and unipolar sensing measurements did not show an improvement. The caller discussed the use of agc with a boston scientific technical services consultant. Following the discussion, the caller decided to leave the sensitivity programmed to 1.0mv. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.